Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. The lens was inspected under 2x magnification and there was no visible damage or residue noted. Claim # (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. It is likely that these lenses were inadvertently swapped during return. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.00/+2.0/086 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to the development of an anterior subcapsular opacity and blurred vision. Cataract surgery was performed and an iol was implanted. See MFR report # 2023826-2020-01934 for initial lens. The cause of the event was unknown.